Manufacturer narrative:
Physio-control further evaluated the removed system pcb assembly and determined that the single board computer was the cause of the reported issue.

Event description:
The customer contacted physio-control to report that their device powered off and then would no longer power on during a patient event. The patient was being monitored during transport. This issue is patient related; however there was no adverse patient outcome reported.

Manufacturer narrative:
Physio-control contacted the customer to request additional information on the patient. The customer informed physio-control that no further patient information is available. Patient fields in which information is not provided were intentionally left blank. Physio-control evaluated the customer's device and verified the reported issue. Physio observed that the device display flickered on but then powers back off. The device was unable to complete a boot cycle. Physio replaced the system pcb assembly and then after other unrelated repairs were completed, proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device powered off and then would no longer power on during a patient event. The patient was being monitored during transport. This issue is patient related; however there was no adverse patient outcome reported.